Event description:
Reporter indicated a sql error was received when attempting to upload a vns flashcard. An analysis was performed on the returned flashcard and the cause for the sql error message is associated with a corrupt cyberonics (B) (4) database. No root cause for the database corruption could be determined based on the returned flashcard and software.